Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12311. It was reported the patient presented for a lead extraction procedure due to twiddlers syndrone. Prior to procedure, it was noted that the patient had an infection and the implantable cardioverter defibrillator had eroded out of the pocket. The physician explanted and replaced the device and right ventricular lead. The patient was stable.